Manufacturer narrative:
Sample was lithium heparin with a gel barrier. The next day the sample was removed from the refrigerator for repeat testing. The tech stated the sample was "full of particulate matter" and re-centrifuged prior to repeat testing on (B)(4) 2010. A field service engineer (fse) was dispatched: the fse inspected the instrument; no hardware issues were noted and verification testing passed per published specifications. Although sample quality is questionable, no clear root cause could be determined for this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer obtained erroneously elevated troponin (accutni) results for one patient. The results were reported out of the lab and were questioned by the physician. The original specimen was re-centrifuged and re-tested and repeated result was within the normal reference range. No reports of death, injury, or change to patient treatment have been reported in connection with this event.